Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that a grounding pad was used and that it was placed on the anterolateral thigh and there were not any issues with the grounding pad. It is unknown where the energy leak/arced from. The mcs tip cover was properly installed with the installation tool; there was not any part of the orange surface visible, and it was not placed beyond the orange surface. During the procedure the tip cover was found to have tearing at the mouth on the distal end. The damage was identified after the arcing event occurred, and nothing fell into the patient when the accessory cracked. The surgeon believes that exposure to repeated thermal and mechanical stresses during normal use conditions or collisions can lead to excessive wear resulting in tears. The mcs was in use for about two hours. There were no functionality issues with the mcs during use, nothing collided with the instrument, and a reducer was not used. There was no difficulty removing the mcs from the cannula. The procedure was completed robotically and the instrument is available for return. Patient demographics were provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.